Event description:
On (B)(6) 2012, the patient contacted animas for assistance in programming a new pump, and during the call she mentioned that the previous pump was losing time. There was no reported patient impact associated with the alleged malfunction. Troubleshooting was not completed as the patient was calling for assistance with the new pump. There is no additional information available at this time. This complaint is being reported because time inaccuracies can result in incorrect basal rate delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the time and date were returning to default settings. During testing, a timekeeping accuracy test was performed; after setting the date and time on the pump, the battery was removed. The pump was left without power for 1 hour and when the pump was powered on it had returned to the default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.